Event description:
A pt was undergoing an MRI brain scan which required several simultaneous infusions. In one of the mridium pumps' infusion, the infusion set was setup and primed with clevidipine, and was not initially connected to the pt. This infusion set was mounted on the IV pole without being installed in the pump for over 1 hour. The set was subsequently installed in the pump and connected to the pt's infusion manifold, but the infusion for this medication was never started. At the start of the MRI scan period (which lasted 4.5 hours), the pt's blood pressure was observed to drop, but the pt's pressure was maintained within the appropriate limits during the case. Although the clevidipine was not infused, from the initial container the volume, and fluid remaining in the infusion set, it was estimated the pt could have received up to 10.4 ml during the case. No injury resulted from this event.

Manufacturer narrative:
Investigation conclusions: from the info available, the most likely cause of this event was the inadvertent stretching of the primed 1056 infusion set prior to use, when it was not installed inside the channel b pump. When this set was installed in the pump, and not positioned properly, a freeflow condition existed that could lead to uncontrolled fluid flow. From the description of the case, it was determined there was a period of more than 1:14 hours that the clevidipine infusion set was hanging from the IV pole, and the condition of the set during this period is not known. This set could have become tangled or caught during transit into the MRI scanner room, or during the normal activities surrounding the IV pole with the 5 pumps, and become accidentally stretched at that time. Once positioned inside the channel b pump after being stretched, any mis-positioning of the set during installation could result in freeflow. If the 1056 silicone tubing was not properly under control of the pump's peristaltic 'fingers', and since the pump never ran, the 1056 tubing must have been off the fingers from the initial loading of the set, in spite of the info provided by the nurse anesthetist. At the close of the meeting on (B)(4), recommendations were made to the staff that all lines should be placed in their pump channel sooner and all other clamps opened early, as indicated in the IV set pouch instructions. A check can then be made for no leaks by examining the drip chamber(s) and or the distal line before pt connection. The product labeling for the use of the 1056 set describes the method of priming and installation in the pump, and warning to avoid stretching the silicone tubing. A copy of the instructions provided in the operator's manual from sections 3.2.1 and the 3.3.1 is enclosed here in attachment 1. A copy of the IV set pouch instructions provided with each infusion set is enclosed here in attachment 2.